Event description:
A stryker micro reciprocating saw was sent for repairs due to overheating during a procedure. No pt injury was reported, another device was used to complete the procedure without any procedure delay. It was also reported that the device started leaking oil after it was removed from the operating field and placed on a table.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.